Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of cloudy effluent, fibrin, peritonitis, pd catheter blockage, clostridium difficile poor ultrafiltration and overfill which warranted hospitalization. The etiology of the peritonitis is unknown, therefore causality cannot be determined. The etiology of the clostridium difficile is unknown, therefore causality cannot be determined. Based on the information available, there is no evidence and/or documentation indicating the liberty select cycler or liberty cycler set malfunctioned in any way to cause or contribute to the event(s). Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported a female patient with end stage renal disease on continuous cyclic peritoneal dialysis for renal replacement therapy was hospitalized on (B)(6) 2018 (discharge date unknown) for cloudy effluent (noted in manual drain), fibrin, peritonitis, clostridium difficile (details unknown), catheter blockage (due to fibrin) and ¿overfill¿ (specifics unknown). Follow-up with the peritoneal dialysis registered nurse confirmed the patient was hospitalized for peritonitis, and revealed the patient continued to perform continuous cyclic peritoneal dialysis therapy while being hospitalized. Additional information was solicited, but unavailable.